Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.

Event description:
A male pt was enrolled in the study in 2006 with 3-vessel disease. The main indication for the intervention was stable angina pectoris. Seventy-nine days post index procedure, the pt was re-hospitalized for a staged procedure/re-pci. No add'l details were provided. The target lesion was a native, de novo, non-ostial, irregular, readily accessible, eccentric, heavily calcified, type b2 proximal left anterior descending. The reference vessel diameter was 3.5mm and the lesion length was 18mm. Pre procedure stenosis was 90%. The lesion was pre-dilated with a 3 x 12mm balloon at 12 atm and a 3.5 x 23 mm cypher select stent was electively implanted at 16atm with suboptimal results. The stent was post-dilated with a 3.5 x 15 mm balloon at 20 atm as the stent was not fully expanded. Post-procedure stenosis was 20%.